Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones and displayed a code indicating a short circuit condition was detected during shock delivery. The device and right ventricular (rv) lead had also recorded a low out of range shock impedance measurement. It was noted that the patient had a nerve ablation in their neck at the time of inappropriate shock delivery and that a magnet was being used. Boston scientific technical services recommended device replacement and evaluating the lead integrity and potential revision. This system remains in service. No adverse patient effects were reported.